Event description:
Event description guidant received information that the tachy mode for this implantable cardiac resynchronization therapy defibrillator (crt-d) was programmed to off following defibrillation threshold testing (dft), prior to pocket closure. While performing this programming, the wand was inadvertently removed from the patient, so the action was cancelled. Print-out reports demonstrated that the device was in monitor+therapy mode. However, an interrogation of the device one day post implant demonstrated that the device had indeed been programmed to off mode. A guidant technical services (ts) consultant discussed that the interruption in telemetry during the programming action resulted in the failure of all the data to be transmitted back to the programmer. The device was programmed to monitor+therapy mode, without reported complication. No patient symptoms were reported.